Event description:
Customer called to report the insulin pump alarmed for no delivery. This issue has been occuring for the past 3 to 4 days. Blood glucose reading at the time was 2140 mg/dl. Customer was hospitalized on (B)(6) 2014 for high blood glucose and was treated with intravenous drip. Customer's husband found her passed out after vomiting. Customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed. Insulin pump was found to be functioning correctly. Advised to change the site and site every 2 to 3 days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.